Event description:
On (B)(6) 2012, the patient reported that blood glucose (bg) was about 30mg/dl during the night of (B)(6) 2012. The patient said that the continuous glucose monitoring system provided an alarm that bg was low, and oral carbohydrates were consumed. No assistance was required according to the patient. It was reported that the bg resolved to 180mg/dl when it was checked at lunchtime. The sequence of events was relayed as follows: the patient delivered a bolus on the evening of (B)(6) 2012 and received a notification on the meter remote that the devices were not communicating and the bolus was cancelled. A second bolus was delivered without checking the bolus history. During trouble shooting, the patient reviewed the bolus history with customer technical support and found that the original bolus was delivered fully. Several reasons for the error were provided by the patient: the patient did not know that the bolus was delivered, did not know how to review the bolus history, was not sure what the notification on the meter meant, and is legally blind such that the screen is not fully readable. Customer technical support instructed the patient on how to interpret the message on the meter remote and how to review the bolus history. The patient was provided with explanation of how the meter remote and pump communicate. This complaint is being reported based on the following conclusion: the patient experienced hypoglycemia after unintentional double delivery of a bolus.

Manufacturer narrative:
The patient admitted that unintentional delivery of an extra bolus caused the hypoglycemic event. The pump was not replaced and the patient continues to wear the pump that was in use at the time of the event. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: meter was not returned with the pump for investigation. Pump powered up normally and paired successfully with a test meter. Boluses were executed using the meter remote with no errors occurring. Pump passed rf testing. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No activity outside normal use observed in the black box or download history. Daily insulin delivery totals correctly reflected programmed basal rates.